Event description:
The manufacturer received information alleging a ventilator's right navigation button did not respond. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/keypad led pca was replaced to address the issue.